Event description:
It was reported that the dc motor adapter is broken on the control module. The customer did not have any specifics when it happened, but reports there was no pt consequence. The device will be returned.

Manufacturer narrative:
Eval summary: based upon the inquiry info received, visual and functional examination: the unit was found to require the dc motor adaptor to be replaced. The device was functionally tested, met all product requirements and returned to the customer.